Manufacturer narrative:
(B)(4). Manufacturer¿s evaluation: the complaint of infection can not be confirmed via laboratory testing.

Event description:
It was reported the patient ((B)(6)) had an infection at the lead site. In turn, surgical intervention was undertaken to explant the patient's lead. Infection has resolved. The date of explant is unknown at this time. The implant date for the following device is unknown at this time: model: 3772, scs ipg.